Event description:
Pt reports pump is resetting itself without user intervention.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was investigated, and found to exhibit a visibly damaged battery cap that could not be properly attached, which is not likely to result in an adverse event. A replacement cap was used to complete testing and reboots were observed in the history, but could not be duplicated, all functional tests were within required specifications.